Manufacturer narrative:
This event occurred during the unspecified date and month of year (B)(6) 2022. Additional phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set appeared cracked. This was noted during "preparation". There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: the issue was observed when opening the package. H4: the lot was manufactured on june 2021. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the returned sample (residual contamination inside the plastic bag containing the device), a functional testing could not be performed. Meanwhile, retention samples were visually and functionally tested (gravity and leak) with no issues observed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.